Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain /pain") in a 29-year-old female patient who had essure (batch no. 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome (ibs), arthritis (neck), ovarian surgery, uterine dilation and curettage, tonsillectomy, adenoidectomy, endometrial ablation and ovarian cyst (left side she states that the past week she's been having pain at seems to start near her left flank and radiate to her left ovary area.). Concurrent conditions included hypertension (patient states her bp is high.) Since (B)(6) 2011, migraine since (B)(6) 2011, migraine headache since (B)(6) 2011, nausea since (B)(6) 2011, visual disturbances since (B)(6) 2011, blurred vision since (B)(6) 2011, photophobia since (B)(6) 2011, dizziness since (B)(6) 2011, headache since (B)(6) 2011, vertigo positional since (B)(6) 2012, abdominal pain since (B)(6) 2013, uterine pain (also complains of increase in pain x 1 week) since 2009, urination pain since (B)(6) 2013, abdominal pain (left lower abdomen) since (B)(6) 2013, back pain (pt also states she has chronic back pain and rates it as a 10/10.) Since (B)(6) 2013, adenomyosis since (B)(6) 2013 and endometriosis (endometriosis of uterus) since (B)(6) 2013. Concomitant products included hydrochlorothiazide and labetalol for hypertension as well as amitriptyline from (B)(6) 2013 to (B)(6) 2014, amlodipine from (B)(6) 2013 to (B)(6) 2014, citalopram from (B)(6) 2013 to (B)(6) 2014, cyclobenzaprine and vicodin from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 15 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), depression ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding) / anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy,laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and nausea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure coils were identified in the fallopian tube approximately 3 cm on both sides in a cornual direction. Partial salpingectomies were performed bilaterally along with the utero-ovarian pedicles bilaterally using the ligasure instrument. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded on (B)(6) 2011, she has vicodin and percocet to use as needed for migraine pain at home but chose not to take this because she had a take care of her kids. On (B)(6) 2012, MRI of the right shoulder indications: pain, chronic. Impression: 1. Tendinopathy of the supraspinatus tendon but no evidence of discrete tear. 2. Mild, early degenerative changes about the ac joint. On (B)(6) 2012, three-view lumbar spine series impression: transitional lumbosacral segment noted. No focal compression fracture. On (B)(6) 2013, history of present illness: female who presents patient states she's been having increased pain in her left adnexal area for the last week but that she's been having pain for several months. She had an ablation procedure on her uterus in the past has also had ovarian cysts on the left side in the past. She states that the past week she's been having pain at seems to start near her left flank and radiate to her left ovary area. Patient states that she's had this dull ache in her left ovarian area for quite some time but got so severe this morning that she decided to come to the hospital. Us pelvis and transvaginal non ob complete history: pelvic and left adnexal pain. Findings: although not measured by the sonographer, there is a suspected round focus of altered hypoechogenicity in the posterior myometrium of the uterine fundus measuring approximately 1.6 cm. This may represent a uterine fibroid. Right ovary contains small follicles. Left ovary measures 4.7 x 2.4 x 3.6 cm and contains several larger follicular cysts, the largest measuring up to 2.7 cm in size. No solid or complex adnexal masses are identified. There is a mild amount of free pelvic fluid seen in both adnexa. Impression: 1. Dominant left ovarian follicular cyst measuring 2.7 cm. 2. Mild amount of free pelvic fluid. 3. Retroverted uterus with suspected 1.6 cm hypoechoic fibroid in the posterior fundus. 4. Prominent vascular flow within periuterine vessels is nonspecific, although this can be seen. In the setting of pelvic congestion syndrome. Clinical correlation is necessary. Final impression: acute abdominal pain, ruptured ovarian cyst, ovarain cysts. On (B)(6) 2013, progress note: pt complains of pain as 10/10 unrelieved by medications. On (B)(6) 2013, she did have an ultrasound which revealed a normal endometrial stripe, small uterine fibroid, normal adnexa bilaterally with a clinically apparent follicular cyst. There was a small amount of free fluid in the pelvis. Radiologically, the patient's radiologist reading the report said there may be pelvic congestion, which is a clinical diagnosis. She was given the option of continued observation. She is not a candidate for birth control pills due to hypertension on labetalol. At this point with the worsening dysmenorrhea and chronic pelvic pain will proceed with an open pelviscopy, possible co2 laser, if endometriosis is found. Impression: female with worsening dysmenorrhea and chronic pelvic pain, especially since her essure tubal ligation and ablation. On (B)(6) 2013, postoperative diagnosis: clinical adenomyosis, retroflexed uterus. Operation performed: open diagnostic pelviscopy. Findings: thick retroflexed uterus, mild prolapse, no cystocele, no rectocele. Uterus enlarged and boggy consistent with adenomyosis, normal tubes and ovaries bilaterally. On 29oct2013, history of present illness: after undergoing open diagnostic pelviscopy for endometriosis and uterine pain performed on (B)(6) 2013. She states since the procedure she has been feeling better, but not back to normal. On 10dec2013, surgical pathology report: diagnosis: uterus, hysterectomy: unremarkable cervix. Endometrial sclerosis consistent with previous ablation procedure with areas of residual proliferative endometrium. Unremarkable myometrium. Serosal adhesions and endosalpingiosis. Uterine weight 102 grams. Fallopian tubes, bilateral, proximal aspect, excision: focal hemosiderin deposition, fibrosis and foreign body giant cell reaction to calcified material, right fallopian tube. Fibrosis, chronic inflammation and foreign body giant cell reaction to crystalline material, left fallopian tube. Coiled wires consistent with essure device. On (B)(6) 2009, pregnancy test was negative. On (B)(6) 2011, essure confirmation test- hysterosalpingogram (hsg), total bilateral occlusion. (B)(6) 2011 (as per pfs): hysterosalpingogram findings: a low pressure hysterosalpingogram was preformed by the clinical service. Total fluoroscopy was 24 seconds. Preliminary spot image reveals essure microinserts projecting over the expected location of the fallopian tubes. Essure microinserts are in satisfactory position. Furthermore, based upon the manufacturer' s specifications, grade 1 right tubal occlusion and grade 2 left tubal occlusion. Specifically, on the left, contrast is seen within the tube not past the distal end of the outer coil and therefore, based upon manufacturer specifications, this is classified as grade 2. Furthermore, based upon manufacturer specifications, grade 2 occlusion satisfactory occlusion. Impression: 1. Satisfactory location of essure microinserts bilaterally. 2. Satisfactory tubal occlusion as discussed above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression, anxiety and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: plaintiff fact sheet was received. Events added from pfs- nausea. & anxiety clubbed to previous events. Concomitant drug, events onset date were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain /pain") in a 35-year-old female patient who had essure (batch no. 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome (ibs), arthritis (neck), ovarian surgery, d & c, tonsillectomy, adenoidectomy, endometrial ablation and ovarian cyst (left side she states that the past week she's been having pain at seems to start near her left flank and radiate to her left ovary area.). Concurrent conditions included hypertension (patient states her bp is high.) Since (B)(6) 2011, migraine since (B)(6) 2011, migraine headache since (B)(6) 2011, nausea since (B)(6) 2011, visual disturbances since (B)(6) 2011, blurred vision since (B)(6) 2011, photophobia since (B)(6) 2011, dizziness since (B)(6) 2011, headache since (B)(6) 2011, vertigo positional since (B)(6) 2012, abdominal pain since (B)(6) 2013, uterine pain (also complains of increase in pain x 1 week) since 2009, urinary tract disorder since (B)(6) 2013, abdominal pain (left lower abdomen) since (B)(6) 2013, back pain (pt also states she has chronic back pain and rates it as a 10/10.) Since (B)(6) 2013, adenomyosis since (B)(6) 2013 and endometriosis (endometriosis of uterus) since (B)(6) 2013. Concomitant products included hydrochlorothiazide and labetalol for hypertension. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 5 years 9 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (partial hysterectomy,laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure coils were identified in the fallopian tube approximately 3 cm on both sides in a cornual direction. Partial salpingectomies were performed bilaterally along with the utero-ovarian pedicles bilaterally using the ligasure instrument. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded on (B)(6) 2011, she has vicodin and percocet to use as needed for migraine pain at home but chose not to take this because she had a take care of her kids. On 02jan2012, MRI of the right shoulder indications: pain, chronic. Impression: 1. Tendinopathy of the supraspinatus tendon but no evidence of discrete tear. 2. Mild, early degenerative changes about the ac joint. On 11jun2012, three-view lumbar spine series impression: transitional lumbosacral segment noted. No focal compression fracture. On 03aug2013, history of present illness: female who presents patient states she's been having increased pain in her left adnexal area for the last week but that she's been having pain for several months. She had an ablation procedure on her uterus in the past has also had ovarian cysts on the left side in the past. She states that the past week she's been having pain at seems to start near her left flank and radiate to her left ovary area.patient states that she's had this dull ache in her left ovarian area for quite some time but got so severe this morning that she decided to come to the hospital. Us pelvis and transvaginal non ob complete history: pelvic and left adnexal pain findings: although not measured by the sonographer, there is a suspected round focus of altered hypoechogenicity in the posterior myometrium of the uterine fundus measuring approximately 1.6 cm. This may represent a uterine fibroid. Right ovary contains small follicles. Left ovary measures 4.7 x 2.4 x 3.6 cm and contains several larger follicular cysts, the largest measuring up to 2.7 cm in size. No solid or complex adnexal masses are identified. There is a mild amount of free pelvic fluid seen in both adnexa. Impression: 1. Dominant left ovarian follicular cyst measuring 2.7 cm. 2. Mild amount of free pelvic fluid. 3. Retroverted uterus with suspected 1.6 cm hypoechoic fibroid in the posterior fundus. 4. Prominent vascular flow within periuterine vessels is nonspecific, although this can be seen in the setting of pelvic congestion syndrome. Clinical correlation is necessary. Final impression acute abdominal pain ruptured ovarian cyst ovarain cysts on 04aug2013,progress note pt complains of pain as 10/10 unrelieved by medications. On (B)(6) 2013, she did have an ultrasound which revealed a normal endometrial stripe, small uterine fibroid, normal adnexa bilaterally with a clinically apparent follicular cyst. There was a small amount of free fluid in the pelvis. Radiologically, the patient's radiologist reading the report said there may be pelvic congestion, which is a clinical diagnosis. She was given the option of continued observation. She is not a candidate for birth control pills due to hypertension on labetalol. At this point with the worsening dysmenorrhea and chronic pelvic pain will proceed with an open pelviscopy, possible co2 laser, if endometriosis is found. Impression: female with worsening dysmenorrhea and chronic pelvic pain, especially since her essure tubal ligation and ablation. On 15oct2013, postoperative diagnosis: clinical adenomyosis, retroflexed uterus. Operation performed: open diagnostic pelviscopy. Findings: thick retroflexed uterus, mild prolapse, no cystocele, no rectocele. Uterus enlarged and boggy consistent with adenomyosis, normal tubes and ovaries bilaterally. On 29oct2013, history of present illness: after undergoing open diagnostic pelviscopy for endometriosis and uterine pain performed on (B)(6) 2013. She states since the procedure she has been feeling better, but not back to normal. On (B)(6) 2013, surgical pathology report diagnosis uterus, hysterectomy: unremarkable cervix. Endometrial sclerosis consistent with previous ablation procedure with areas of residual proliferative endometrium. Unremarkable myometrium. Serosal adhesions and endosalpingiosis. Uterine weight 102 grams. Fallopian tubes, bilateral, proximal aspect, excision: focal hemosiderin deposition, fibrosis and foreign body giant cell reaction to calcified material, right fallopian tube. Fibrosis, chronic inflammation and foreign body giant cell reaction to crystalline material, left fallopian tube. Coiled wires consistent with essure device. On (B)(6) 2009, pregnancy test was negative. On (B)(6) 2011, essure confirmation test- hysterosalpingogram (hsg) total bilateral occlusion 16mar2011 (as per pfs) hysterosalpingogram findings: a low pressure hysterosalpingogram was preformed by the clinical service. Total fluoroscopy was 24 seconds. Preliminary spot image reveals essure microinserts projecting over the expected location of the fallopian tubes. Essure microinserts are in satisfactory position. Furthermore, based upon the manufacturer' s specifications, grade 1 right tubal occlusion and grade 2 left tubal occlusion. Specifically, on the left, contrast is seen within the tube not past the distal end of the outer coil and therefore, based upon manufacturer specifications, this is classified as grade 2. Furthermore, based upon manufacturer specifications, grade 2 occlusion satisfactory occlusion. Impression: 1. Satisfactory location of essure microinserts bilaterally. 2. Satisfactory tubal occlusion as discussed above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression, anxiety and dysmenorrhoea. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs and mr received. Reporters were added. Patient's address was updated. Case was medically confirmed. Patient¿s detail, historical condition, concomitant disease, concomitant drugs and unstructured relevant tests were added. Essure lot number was added. Abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish and dysmenorrhea (cramping) were added as events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain /pain") in a 35-year-old female patient who had essure (batch no. 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome (ibs), arthritis (neck), ovarian surgery, uterine dilation and curettage, tonsillectomy, adenoidectomy, endometrial ablation and ovarian cyst (left side she states that the past week she's been having pain at seems to start near her left flank and radiate to her left ovary area.). Concurrent conditions included hypertension (patient states her bp is high.) Since (B)(6) 2011, migraine since (B)(6) 2011, migraine headache since (B)(6) 2011, nausea since (B)(6) 2011, visual disturbances since (B)(6) 2011, blurred vision since (B)(6) 2011, photophobia since (B)(6) 2011, dizziness since (B)(6) 2011, headache since (B)(6) 2011, vertigo positional since (B)(6) 2012, abdominal pain since (B)(6) 2013, uterine pain (also complains of increase in pain x 1 week) since 2009, urination pain since (B)(6) 2013, abdominal pain (left lower abdomen) since (B)(6) 2013, back pain (pt also states she has chronic back pain and rates it as a 10/10.) Since (B)(6) 2013, adenomyosis since (B)(6) 2013 and endometriosis (endometriosis of uterus) since (B)(6) 2013. Concomitant products included hydrochlorothiazide and labetalol for hypertension. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 5 years 9 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (partial hysterectomy,laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure coils were identified in the fallopian tube approximately 3 cm on both sides in a cornual direction. Partial salpingectomies were performed bilaterally along with the utero-ovarian pedicles bilaterally using the ligasure instrument. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded on (B)(6) 2011, she has vicodin and percocet to use as needed for migraine pain at home but chose not to take this because she had a take care of her kids. On (B)(6) 2012, MRI of the right shoulder indications: pain, chronic. Impression: 1. Tendinopathy of the supraspinatus tendon but no evidence of discrete tear. 2. Mild, early degenerative changes about the ac joint. On (B)(6) 2012, three-view lumbar spine series impression: transitional lumbosacral segment noted. No focal compression fracture. On (B)(6) 2013, history of present illness: female who presents patient states she's been having increased pain in her left adnexal area for the last week but that she's been having pain for several months. She had an ablation procedure on her uterus in the past has also had ovarian cysts on the left side in the past. She states that the past week she's been having pain at seems to start near her left flank and radiate to her left ovary area. Patient states that she's had this dull ache in her left ovarian area for quite some time but got so severe this morning that she decided to come to the hospital. Us pelvis and transvaginal non ob complete history: pelvic and left adnexal pain findings: although not measured by the sonographer, there is a suspected round focus of altered hypoechogenicity in the posterior myometrium of the uterine fundus measuring approximately 1.6 cm. This may represent a uterine fibroid. Right ovary contains small follicles. Left ovary measures 4.7 x 2.4 x 3.6 cm and contains several larger follicular cysts, the largest measuring up to 2.7 cm in size. No solid or complex adnexal masses are identified. There is a mild amount of free pelvic fluid seen in both adnexa. Impression: 1. Dominant left ovarian follicular cyst measuring 2.7 cm. 2. Mild amount of free pelvic fluid. 3. Retroverted uterus with suspected 1.6 cm hypoechoic fibroid in the posterior fundus. 4. Prominent vascular flow within periuterine vessels is nonspecific, although this can be seen in the setting of pelvic congestion syndrome. Clinical correlation is necessary. Final impression acute abdominal pain ruptured ovarian cyst ovarain cysts on (B)(6) 2013,progress note pt complains of pain as 10/10 unrelieved by medications. On (B)(6) 2013, she did have an ultrasound which revealed a normal endometrial stripe, small uterine fibroid, normal adnexa bilaterally with a clinically apparent follicular cyst. There was a small amount of free fluid in the pelvis. Radiologically, the patient's radiologist reading the report said there may be pelvic congestion, which is a clinical diagnosis. She was given the option of continued observation. She is not a candidate for birth control pills due to hypertension on labetalol. At this point with the worsening dysmenorrhea and chronic pelvic pain will proceed with an open pelviscopy, possible co2 laser, if endometriosis is found. Impression: female with worsening dysmenorrhea and chronic pelvic pain, especially since her essure tubal ligation and ablation. On (B)(6) 2013, postoperative diagnosis: clinical adenomyosis, retroflexed uterus. Operation performed: open diagnostic pelviscopy. Findings: thick retroflexed uterus, mild prolapse, no cystocele, no rectocele. Uterus enlarged and boggy consistent with adenomyosis, normal tubes and ovaries bilaterally. On (B)(6) 2013, history of present illness: after undergoing open diagnostic pelviscopy for endometriosis and uterine pain performed on (B)(6) 2013. She states since the procedure she has been feeling better, but not back to normal. On (B)(6) 2013, surgical pathology report diagnosis uterus, hysterectomy: - unremarkable cervix. - endometrial sclerosis consistent with previous ablation procedure with areas of residual proliferative endometrium. - unremarkable myometrium. - serosal adhesions and endosalpingiosis. - uterine weight 102 grams. Fallopian tubes, bilateral, proximal aspect, excision: - focal hemosiderin deposition, fibrosis and foreign body giant cell reaction to calcified material, right fallopian tube. - fibrosis, chronic inflammation and foreign body giant cell reaction to crystalline material, left fallopian tube. - coiled wires consistent with essure device. On (B)(6) 2009, pregnancy test was negative. On (B)(6) 2011, essure confirmation test- hysterosalpingogram (hsg) total bilateral occlusion (B)(6) 2011 (as per pfs) hysterosalpingogram findings: a low pressure hysterosalpingogram was preformed by the clinical service. Total fluoroscopy was 24 seconds. Preliminary spot image reveals essure microinsertion projecting over the expected location of the fallopian tubes. Essure microinsertion are in satisfactory position. Furthermore, based upon the manufacturer' s specifications, grade 1 right tubal occlusion and grade 2 left tubal occlusion. Specifically, on the left, contrast is seen within the tube not past the distal end of the outer coil and therefore, based upon manufacturer specifications, this is classified as grade 2. Furthermore, based upon manufacturer specifications, grade 2 occlusion satisfactory occlusion. Impression: 1. Satisfactory location of essure microinserts bilaterally. 2. Satisfactory tubal occlusion as discussed above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression, anxiety and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain / pelvic area pain") in a 29-year-old female patient who had essure (batch no. 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome (ibs), arthritis (neck), ovarian surgery, uterine dilation and curettage, tonsillectomy, adenoidectomy, endometrial ablation and ovarian cyst (left side she states that the past week she's been having pain at seems to start near her left flank and radiate to her left ovary area.). Concurrent conditions included hypertension (patient states her bp is high.) Since (B)(6)2011, migraine since (B)(6)2011, migraine headache since (B)(6)2011, nausea since (B)(6)2011, visual disturbances since (B)(6)2011, blurred vision since (B)(6)2011, photophobia since (B)(6)2011, dizziness since (B)(6)2011, headache since (B)(6)2011, vertigo positional since (B)(6)2012, abdominal pain since (B)(6)2013, uterine pain (also complains of increase in pain x 1 week) since 2009, urination pain since (B)(6)2013, abdominal pain (left lower abdomen) since (B)(6)2013, back pain (pt also states she has chronic back pain and rates it as a 10/10.) Since (B)(6)2013, adenomyosis since (B)(6)2013 and endometriosis (endometriosis of uterus) since (B)(6)2013. Concomitant products included hydrochlorothiazide and labetalol for hypertension as well as amitriptyline from (B)(6)2013 to (B)(6)2014, amlodipine from (B)(6)2013 to (B)(6)2014, citalopram from (B)(6)2013 to (B)(6)2014, cyclobenzaprine and vicodin from (B)(6)2013 to (B)(6)2013. On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), depression ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding) / anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain / abdominal area"), 15 days after insertion of essure. On (B)(6)2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual bleeding") and back pain ("lower back area"). The patient was treated with surgery (partial hysterectomy,laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain was resolving and the infection, menstrual disorder, depression, anxiety, dysmenorrhoea, nausea and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure coils were identified in the fallopian tube approximately 3 cm on both sides in a cornual direction. Partial salpingectomies were performed bilaterally along with the utero-ovarian pedicles bilaterally using the ligasure instrument. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion; on (B)(6)2011: results: essure device was successfully occluded; on (B)(6)2011: first time my tubes were not blocked and then I went back for a second hsg and finally tubes were blocked.. Hysterosalpingogram - on (B)(6)2011: essure device was successfully occluded on (B)(6)2011, she has vicodin and percocet to use as needed for migraine pain at home but chose not to take this because she had a take care of her kids. On (B)(6)2012, MRI of the right shoulder indications: pain, chronic. Impression: 1. Tendinopathy of the supraspinatus tendon but no evidence of discrete tear. 2. Mild, early degenerative changes about the ac joint. On (B)(6)2012, three-view lumbar spine series impression: transitional lumbosacral segment noted. No focal compression fracture. On (B)(6)2013, history of present illness: female who presents patient states she's been having increased pain in her left adnexal area for the last week but that she's been having pain for several months. She had an ablation procedure on her uterus in the past has also had ovarian cysts on the left side in the past. She states that the past week she's been having pain at seems to start near her left flank and radiate to her left ovary area. Patient states that she's had this dull ache in her left ovarian area for quite some time but got so severe this morning that she decided to come to the hospital. Us pelvis and transvaginal non ob complete history: pelvic and left adnexal pain findings: although not measured by the sonographer, there is a suspected round focus of altered hypoechogenicity in the posterior myometrium of the uterine fundus measuring approximately 1.6 cm. This may represent a uterine fibroid. Right ovary contains small follicles. Left ovary measures 4.7 x 2.4 x 3.6 cm and contains several larger follicular cysts, the largest measuring up to 2.7 cm in size. No solid or complex adnexal masses are identified. There is a mild amount of free pelvic fluid seen in both adnexa. Impression: 1. Dominant left ovarian follicular cyst measuring 2.7 cm. 2. Mild amount of free pelvic fluid. 3. Retroverted uterus with suspected 1.6 cm hypoechoic fibroid in the posterior fundus. 4. Prominent vascular flow within periuterine vessels is nonspecific, although this can be seen in the setting of pelvic congestion syndrome. Clinical correlation is necessary. Final impression acute abdominal pain ruptured ovarian cyst ovarian cysts on (B)(6)2013,progress note. Pt complains of pain as 10/10 unrelieved by medications. On (B)(6)2013, she did have an ultrasound which revealed a normal endometrial stripe, small uterine fibroid, normal adnexa bilaterally with a clinically apparent follicular cyst. There was a small amount of free fluid in the pelvis. Radiologically, the patient's radiologist reading the report said there may be pelvic congestion, which is a clinical diagnosis. She was given the option of continued observation. She is not a candidate for birth control pills due to hypertension on labetalol. At this point with the worsening dysmenorrhea and chronic pelvic pain will proceed with an open pelviscopy, possible co2 laser, if endometriosis is found. Impression: female with worsening dysmenorrhea and chronic pelvic pain, especially since her essure tubal ligation and ablation. On (B)(6)2013, postoperative diagnosis: clinical adenomyosis, retroflexed uterus. Operation performed: open diagnostic pelviscopy. Findings: thick retroflexed uterus, mild prolapse, no cystocele, no rectocele. Uterus enlarged and boggy consistent with adenomyosis, normal tubes and ovaries bilaterally. On (B)(6)2013, history of present illness: after undergoing open diagnostic pelviscopy for endometriosis and uterine pain performed on (B)(6)2013. She states since the procedure she has been feeling better, but not back to normal. On (B)(6)2013, surgical pathology report diagnosis uterus, hysterectomy: unremarkable cervix. Endometrial sclerosis consistent with previous ablation procedure with areas of residual proliferative endometrium. Unremarkable myometrium. Serosal adhesions and endosalpingiosis. Uterine weight 102 grams. Fallopian tubes, bilateral, proximal aspect, excision: focal hemosiderin deposition, fibrosis and foreign body giant cell reaction to calcified material, right fallopian tube. Fibrosis, chronic inflammation and foreign body giant cell reaction to crystalline material, left fallopian tube. Coiled wires consistent with essure device. On (B)(6)2009, pregnancy test was negative. On (B)(6)2011, essure confirmation test- hysterosalpingogram (hsg) total bilateral occlusion. (B)(6)2011 (as per pfs) hysterosalpingogram findings: a low pressure hysterosalpingogram was preformed by the clinical service. Total fluoroscopy was 24 seconds. Preliminary spot image reveals essure microinsertion projecting over the expected location of the fallopian tubes. Essure microinsertion are in satisfactory position. Furthermore, based upon the manufacturer' s specifications, grade 1 right tubal occlusion and grade 2 left tubal occlusion. Specifically, on the left, contrast is seen within the tube not past the distal end of the outer coil and therefore, based upon manufacturer specifications, this is classified as grade 2. Furthermore, based upon manufacturer specifications, grade 2 occlusion satisfactory occlusion. Impression: 1. Satisfactory location of essure microinsertion bilaterally. 2. Satisfactory tubal occlusion as discussed above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression, anxiety and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2019: fu 4 and fu 5 process together. Plaintiff fact sheet received. Events added from pfs- abdominal pain, lower back area pain. Outcome of event menorrhagia, vaginal haemorrhage, pelvic pain were updated. Concomitant drug, lab data were added. On 31-jan-2019: no new information. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain / pelvic area pain') in a 29-year-old female patient who had essure (batch no. 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3289. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3289. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), depression ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish (event splitted for coding) / anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain / abdominal area"), 15 days after insertion of essure. On (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual bleeding"), back pain ("lower back area"), urinary tract disorder ("urinary disorder") and bladder disorder ("bladder disorder"). The patient was treated with surgery (partial hysterectomy,laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, urinary tract disorder and bladder disorder had resolved and the infection, depression, anxiety, dysmenorrhoea and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the essure coils were identified in the fallopian tube approximately 3 cm on both sides in a cornual direction. Partial salpingectomies were performed bilaterally along with the utero-ovarian pedicles bilaterally using the ligasure instrument. Received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2011: first time my tubes were not blocked and then I went back for a second hsg and finally tubes were blocked.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression, anxiety and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event : "urinary disorder "was added. Outcome of events : "persistent pelvic pain / pain / pelvic area pain, menstrual bleeding, abnormal bleeding (vaginal, menorrhagia) (event splitted for coding), abnormal bleeding (vaginal, menorrhagia) (event splitted for coding) ,abdominal pain / abdominal area, lower back area" was added as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.